Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken and damaged device. The device was received broken into segments. The pipe that attaches to the basket wire was broken off at the proximal end. The basket wire coil sheath was severely stretched with sheath wires frayed at the proximal end. There was no damage to the distal basket wires. Excess applied force is a potential cause for the damage.

Manufacturer narrative:
The device has returned to olympus for evaluation, however the evaluation has not yet been completed. The cause of the reported complaint cannot yet be confirmed. As a preventive measure against device damage, the instruction manual contains warnings and cautions such as ¿never use excessive force to operate the instrument and bml handle. This could damage the instrument and/or bml handle.¿ and ¿when the lithotriptor¿s basket does not smoothly open or close, do not apply force but move the forceps elevator or the scope¿s angle back, or move the position of the basket until the basket opens or closes with ease. If the action is forced, the tube may stretch and cannot be stored inside the coil sheath. Also, the calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.¿ the instruction manual also states, ¿a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure.¿ the instruction manual contains directions for emergency treatment in the event of device malfunction. For the scenario of the proximal pipe / stem fractured and not extending from the proximal end of the sheath, the recommended ¿carry out open surgery or other possible treatment¿ was chosen for this event. The instruction manual also contains pre-procedure directions for visual and tactile inspection of the insertion portion of the sheath.

Event description:
Olympus was informed that during an ercp procedure, the stem of the device broke inside the proximal handle as a result of force exerted to crush the stone. Because of the breakage, the sheath could not be removed off the basket and the separate emergency handle could not be used to remove the device from the patient. Cholangioscopy was subsequently used to break up the stone and release the basket, and all the items were removed from the patient with no reported patient injury.